Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. There was blood/body fluid (not obstructed) on several conductors and there was a fracture (overstress) on the defibrillation conductor. The outer insulation was torn and the lead was stretched. There was non-electrical void of the bilumen tubing, the lead was flexed, there were fractures consistent with this lead model and an insulation issue.

Event description:
It was reported the lead was removed and replaced due oversensing and high thresholds. No patient complications were reported as a result of this event. It was previously reported that there was a high number of fast supra-ventricular tachycardia/non-sustained tachycardia (svt/nst) episodes of short duration which were consistent with the sensing of noise.

Event description:
It was reported the lead was removed and replaced due oversensing and high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on several conductors and there was a fracture (overstress) on the defibrillation conductor. The outer insulation was torn, the lead was stretched, and there was apparent explant damage.